Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer's blood glucose was 450 mg/dl. The insulin pump had a low reservoir and a no delivery alarm. The customer was hospitalized on (B)(6) 2014 at (B)(6) memorial hospital. The customer's blood glucose would vary from 430 to 460 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The doctor gave the customer an insulin pump to wear. The customer's blood glucose at the time of the hospitalization was over 500 mg/dl. The customer was also hospitalized on (B)(6) 2014 at the same hospital for high blood glucose levels. The blood glucose at the time of the hospitalization was unknown.

Manufacturer narrative:
Please reference the medwatch 2032227-2014-46914 and medwatch 2032227-2014-46915. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4)